Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with battery failure error. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm.

Manufacturer narrative:
Follow-up repair information; the biomed states that the battery is not getting charge. He replaced the battery and the problem remains. The biomed ordered a power management board to address the reported problem. Patient involvement not provided.